Manufacturer narrative:
One opened knife sample without a tip protector was received in a blister package for the report of being dull. The returned sample was visually inspected and was found to be nonconforming with a dull cutting edge and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination now indicates that there are two additional complaints associated with the lot for the reported issue. A photo attached to the parent complaint was reviewed by the investigation site. The photo is of a lidstock. The lidstock confirmed the type of knife and lot number however, the reported issue of dullness could not be confirmed from the photo. The root cause of the dull cutting edge exhibited on the returned sample is from over polishing during the manufacturing process. The additional damage to the cutting edge of the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. How and when the blade became damaged cannot be determined from the evaluation performed. Investigation photos of the returned samples will be reviewed with the applicable production personnel in order to raise awareness of this issue resulting in the dull condition and will be documented on the facility's CAPA/review training form. Any nonconformance, such as the dull and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A doctor reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient.